Event description:
A surgeon reported that bubbles were coming from the cutter tip when the foot pedal was pressed initiate the cutting. The bubbles obstructed the surgeons view and increased the surgical time. The surgeon had to stop the surgery multiple times to clear the bubbles with a soft tip cannula. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. Samples have been received for in house testing. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the customer complaint issue were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).